Event description:
It was further reported that the target vessel revascularization site was updated from second obtuse marginal artery to proximal left circumflex artery.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target vessel revascularization site was updated from proximal left circumflex artery to second obtuse marginal artery.

Event description:
(B)(4) study. It was reported that post coronary stenting procedure, myocardial infarction and restenosis occurred. The patient presented with silent ischemia and was referred for cardiac catheterization. Target lesion #1 was a de novo, bifurcated lesion located in the 2nd obtuse marginal (om) with 100% chronic stenosis and was 22 mm long with a reference vessel diameter of 2.3 mm. Target lesion #1 was treated with pre dilation and placement of a 2.25 mm x 28 mm promus element - stent. Following post dilatation, residual stenosis was 10%. On (B)(6) 2013, the patient presented with unstable angina and was subsequently hospitalized. Elevation in cardiac enzymes were noted and ecgs were taken which was suggestive of myocardial infarction and the subject experienced ischemic symptoms. On (B)(6) 2013, coronary angiography revealed proximal occlusion in the previously placed study stent in the left circumflex artery (lcx). The 100% restenosis in the lcx was treated with a non bsc balloon catheter, with residual stenosis of 10%. The event was considered resolving and the patient was discharged on aspirin and prasugrel 3 days post procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).